Event description:
It was reported that during the implant procedure, the stylet was withdrawn, numbers were checked and then tried to re-insert stylet, but it would only go back in about 10cm. The lead was not implanted. No patient complications have been reported as a result of this event

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) distal conductor blood/fluid obstruction. Upon visual inspection, it is was noted that the distal conductor was obstructed by blood/fluid. Upon visual inspection, it was noted that the lead was damaged during the implant process.